Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump was destroyed. The insulin pump fell off of the belt clip right into the toilet. The patient then reverted to manual insulin injections but her blood glucose still increased to 470 mg/dl. The patient vomited once this morning. Her blood glucose has since decreased to 367 mg/dl. Troubleshooting was not completed since the insulin pump was non-functional. The patient also mentioned that she could control her blood glucose easier through insulin pump therapy; she does not find manually injecting to be an easy treatment for her. The insulin pump was not returned for analysis at this time.